Event description:
It was reported that a patient pump exhibited a no disposable alarm. After a total of four attempts were made to power off the pump, clamp and rub the tubbing, tap and replace the cassette, the no disposable alarm continued. There was no injury to the patient.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate any problem with the initial manufacture or prior repair of the device.